Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer that in the past, consumer visited a doctor and was diagnosed with acanthamoeba keratitis when wearing the lens which was cared with lens care solution. The current status of consumer¿s eye was not known at the time of this report. Additional information has been requested but not yet received.

Event description:
No further information can be obtained as the al account refused to contact the consumer again.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).